Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that the event occurred in (B)(6) 2010 and the patient didn't have the pump implanted until 2011 (note: this information is conflicting and also conflicts with device registration records which indicate the pump was not implanted until 2014). It was noted that the cause of the pump being "wrapped in tubing" was unknown .

Manufacturer narrative:
Concomitant medical products: product ID: 8784, lot#: n598816004, product type: catheter. Product ID: 8784, lot#: n453842003, product type: catheter. Product ID: 8780, lot#: n420022002, product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 09-dec-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 04-apr-2016, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 07-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient had a surgery because their pump was "wrapped in tubing." No symptoms were reported. No further complications were reported.